Event description:
The patient was undergoing a liver needle ablation when the needle that was being used broke off into the patients liver. This was a new product used by the physician. The physician and staff stated that the needle was more flexible than other liver ablation needles that have been used.